Event description:
It was reported that the patient had a prophylactic pump replacement. A catheter dye study was done and they were unable to aspirate. The patient recovered without sequela. The medications being delivered via the device system were bupivicaine and morphine.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.